Event description:
Left siderail would not latch. There were no injuries with this event.

Manufacturer narrative:
Upon complaint review it was determined that is a reportable event for siderail not latching. Replacement inline spring kit installed which resolved the problem.